Event description:
Lantus; 24 hour insulin; after using the pen for 2 weeks, I discovered that the cartridge of insulin was 1/4th full and was leaking. I tried to remove the cartridge from the pen and could only remove half of the broken cartridge from the "opticlik" pen. I reported to lantus for a replacement pen. I asked to pay for an additional pen, but was told that they only supply one pen. When I purchased the insulin I had to buy 5 cartridges of insulin but was only given one pen. Had I known this I would never have purchased this product. The replacement pen arrived four days later. Four days had gone by without this pen but, I was told that a replacement would be shipped overnight but could have only one pen. I travel out of the country frequently due to the type of job I have, and would not feel comfortable depending on a product that has no backup and disregards the safety and health of their customers. The company is asking for the defective pen to be shipped back to them. Should I send it back to lantus or would the u.s. Food and drug administration want me to return it to them for conformation?